Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due migration of the l1 lead, as confirmed by x-ray. Reprogramming attempts did not resolve the issue. As a result, the physician repositioned the migrated lead. Postoperatively, effective stimulation was restored.